Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-bsc transvenous right ventricular (rv) lead did exhibit out-of-range shock impedance value. Previously there had been occasional spikes in shock impedance but never out of range. Pocket manipulation could not reproduce the issue. There was never any oversensing issue. Further troubleshooting was to be done. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this ICD was removed from service for a device system upgrade due to the patient's condition. This occurred at the time the non-bsc lead performance issue was addressed. This ICD has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time. A review of the device memory confirmed the high out of range rv lead pace and shock impedance measurements from the date of the field allegation, however the device performed normally during analysis testing and all device impedance measurement tests were within normal limits.